Event description:
An angiosculpt device was used in a peripheral procedure in a severely calcified mid sfa. During inflation, the balloon ruptured below rbp (rbp: 14 atm). The procedure was completed with a new device. No patient injury reported. This product problem is being submitted conservatively because the balloon ruptured below rbp.

Manufacturer narrative:
Blocks a2/a3b/a4: the patient's dob, gender, and weight are unknown. This information was not available from the facility. Blocks b6/b7: patient information regarding relevant tests/laboratory data or medical history are unknown. This information was not available from the facility. Block g2: foreign- japan block h3: the angiosculpt device was returned for evaluation. Visual inspection found no unusual characteristics of the device. During functional testing, using an indeflator filled with green color dye water, the balloon was inflated and at less that 8 atm, and a pinhole leak was observed at the proximal end of the balloon. Block h6: the IFU warns at least 99.9% of the balloons (with a 95% confidence level) will not burst at or below the rbp. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.